Event description:
Additional information revealed that this patient's pacing impedances continued to be low and out of range. The patient was not brought into the clinic for additional evaluation as the physician has decided to continue to monitor the issue via carelink and office visits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedances from 400 ohms to 200 ohms. There was also an increase in pacing thresholds during the same time period. It was reported that the measurements have now stabilized. Boston scientific technical services (ts) discussed troubleshooting steps. The physician plans to perform more testing and consider next step - considering continued monitoring. No adverse patient effects were reported.